Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and six electric shocks. Technical services (ts) reviewed device data and determined the first shock appeared to be appropriate for ventricular tachycardia (vt); however, the following five shocks were inappropriate for atrial arrythmia with rapid ventricular response (rvr). The shocks converted the rhythm. Also, there were stored episodes of pacemaker mediated tachycardia (pmt). Ts recommended the health care professional (hcp) follow up with cardiology. This crt-d remains in service. No adverse patient effects were reported.